Event description:
I was working and started having horrible abdominal pain. To which I couldn't even stand up straight. I went to emergency room and my dr decided to go in laparoscopy and see what the problem was. That is when he found the essure had protruded out the side of my fallopian tube and the other was hanging out the bottom of my other tube.